Manufacturer narrative:
Product was not returned to manufacturer. Product was not returned for evaluation. No conclusion can be drawn.

Event description:
Futuro energizing wrist support - no lot codes for braces. Customer stated she wore the wrist brace for less than two seconds on her right wrist and it caused incredible pain. She wore the brace on (B)(6), for "two seconds", then removed it after the pain started. Pain remained when brace was removed. She went to the doctor on (B)(6). Customer stated her doctor told her the metal bar in the brace pushed on the nerves in the middle of her hand, causing the intense pain. The doctor prescribed prednisone for the pain. Customer went to the doctor again on (B)(6), as a follow up. Today she is still on "heavy prednisone" for the pain in her hand. Agent did not ask if a doctor prescribed the use of a brace on her wrist.